Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range pacing impedances on a non-boston right atrial (ra) lead measuring greater than 2000 ohms. Approximately a year ago lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar sensing. Additionally, there was noise that was being oversensed resulting in inappropriate atrial tachy response (atr) episodes. Technical services discussed possible causes and programming options. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).